Manufacturer narrative:
Unit received with blank display due to corroded interface board. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 200 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Customer could not continue troubleshooting due to not having a new battery. Customer was advised that insulin pump would be replaced.